Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record was unable to be reviewed as the lot number was not provided. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 3008452825-2020-00115. During a ventricular extrasystole ablation procedure, a pericardial effusion occurred. While mapping the right ventricle with the ablation catheter, the patient became hypotensive. An ultrasound was performed and revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.